Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported heart block could not be conclusively determined. It is possible that procedural factors and/or patient condition contributed to the reported event; however, this cannot be confirmed. The reported surgical intervention was result of case specific circumstance as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 15 dec. 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a very horizontal aorta. A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, the valve was recaptured several times to achieve a good positioning, and it was able to be implanted at a depth of approximately 3mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure, and there was clinically no significant delay reported. Post-procedure less than 48 hours, the patient developed left bundle branch block (lbbb) then later aggravated into a complete heart block. On 17 dec. 2025, a permanent pacemaker was implanted to resolve this event. The patient had an extended stay of hospitalization. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a very horizontal aorta. A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, the valve was recaptured several times to achieve a good positioning, and it was able to be implanted at a depth of approximately 3mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure, and there was clinically no significant delay reported. Post-procedure less than 48 hours, the patient developed left bundle branch block (lbbb) then later aggravated into a complete heart block. On (B)(6) 2025, a permanent pacemaker was implanted to resolve this event. The patient had an extended stay of hospitalization. The patient was discharged.